Manufacturer narrative:
Section d information references the main component of the system and other applicable components are: product ID 3889-28 lot# va15lqk serial# implanted: (B)(6) 2016 explanted: (B)(6) 2016 product type lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The medtronic representative reported pain and numbness in their leg on the side of the device and device was found to be infected at time of explant. No known factors found for related to issue. Patient had a fall prior to implantation and reported possible nerve issues related to that. Antibiotics were given and device was turned out without resolution of symptoms. Patient was implanted for urinary dysfunctional/sacral nerve stimulation and gastrointestinal/ pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.